Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance due to open electrodes. Device testing confirmed open electrodes. A CT scan confirmed correct device placement. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed above the fantail. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires within the fantail. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The scanning electron microscopy (sem) analysis revealed tensile break of some electrodes within the fantail. The device passed the mechanical test performed. The scanning electron microscopy (sem) analysis revealed broken electrode wires within the fantail. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.